Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 52 mg/dl and carbohydrates were consumed to address bg. Customer reported not to have been using the continuous glucose monitor and subsequently, customer was not tracking the bg level. Recommendation was made to discuss the event with a healthcare provider.